Manufacturer narrative:
Samples of various rh phenotypes, including weak d cells, were tested with retention anti-d series 4, lot 504693, and anti-d series 5, lot 505547. The expected reactivity was observed in all testing. The submitted patient sample and in-house donor samples of various rh phenotypes were tested with retention anti-d series 4, lot 504693, and anti-d series 5, lot 505547, on an in-house abs2000. All in-house donors? Rh types were confirmed by the abs2000. The customer's sample typed as rh positive by the abs2000. The sample was tested by manual tube method with retention anti-d series 4, lot 504693, and anti-d series 5, lot 505547, and with other manufacturers' anti-d blood grouping reagents. The sample exhibited strong reactivity at is with all anti-d reagents tested. Clots were noted in the sample tube submitted for investigation testing. Customer stated that they do not routinely check tubes for clots before placing on the instrument for testing.

Event description:
Customer reported a rh discrepancy on the abs2000. A known b+ patient was initially reported as rh negative by the abs2000; repeat testing an hour later yielded the correct b+ results. Anti-d series 4, lot 504693, and anti-d series 5, lot 505547 were used on the instrument for testing.